Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Boston scientific technical services (ts) discussed data needed to be sent for analysis to have device cleared for implant. There was no patient involvement.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Boston scientific technical services (ts) discussed data needed to be sent for analysis to have device cleared for implant. There was no patient involvement. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.